Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and delivered several boluses before being deactivated after 804 pulses, due to occlusion alarm. Inspection of the needle mechanism components found no damages or deficiencies that would cause the needle mechanism to deploy late. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). No timeouts or drive stalls were seen in the download data. No occlusion was found within the pod. Inspection of the drive mechanism found no damages or defects. The cause of the occlusion alarm could not be determined.

Event description:
It was reported that the needle mechanism deployed late. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.